Manufacturer narrative:
A manufacturer's product support engineer (pse) evaluated the device and was not able to duplicate the reported issue. However, the pse confirmed diagnostic code 1109 (machine pressure sensor autozero failed - cbit) in the event log. The solenoid valves 2 and (B)(4) were replaced as recurrence preventive measures. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer reporting a machine pressure sensor auto-zero failed alarm occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. There was neither delay in therapy, nor medical intervention reported. The ventilator was exchanged for another v60.

Manufacturer narrative:
The removed solenoid valves were returned to the product investigation lab (pil) for analysis. The pil technician installed the components into a pil v60 standard test bed (stb) for testing. The pil technician verified that the two solenoids associated with auto zero failure noted in the complaint when operated on the stb resulted in a no problem found. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.